Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead returned with the stylet in it, and with the helix was fully extended. No broken helix was observed. The helix could be fully extended and retracted, and turns were within specification.

Event description:
It was reported there was an issue with the right ventricular (rv) lead helix during implant. It was further reported the helix broke and was not engaging. The lead was removed and replaced. No patient complications have been reported as a result of this event.